Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 500 mg/dl. Customer's son also mentioned that the customer is battling the alzheimer's along with kidney problems. Troubleshooting was performed. Found all the programming and histories in the insulin pump was correct. Performed a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.